Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly. No button error alarm noted during testing. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 9.8 mmol/l. Nothing further was reported.